Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged throat irritation, low oxygen level, difficulty breathing, nasal irritation, sore throat. There was no report of serious or permanent patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An internal visual inspection of the device was completed by the manufacturer and found dust/dirt contaminant around the air inlet. Grey film contaminant on the top enclosure and front panel. Fiber contaminant found on the bottom enclosure. Dark contaminant found at blower seal on blower box consistent with potential keratin. The manufacturer found there was no evidence of sound abatement foam degradation. The device's downloaded event log was reviewed by the manufacturer and found 0 errors. The device was applied power and the device operated properly. The manufacturer concludes contamination of keratin, dust, dirt, fiber, grey film contaminant found were external to the device. The manufacturer concludes there was no evidence of sound abatement foam degradation.